Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet screen became dark and unresponsive despite proper placement on a charger showing a solid green indicator, and the user transitioned to backup therapy; the issue aligned with a display readability problem associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light¿related display problem and a display difficult to read, traced to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.